Event description:
Device malfunction: difficult to deploy-thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, difficulty was encountered advancing the clip deliver tube down the tissue tract. After clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. Bed rest was increased by one hour. The physician believed that as the clip deliver tube was advanced down the issue tract, it may have picked up some tissue. Hospitalization was reported to be prolonged. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.